Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that with the reported device the needle came off the suture. There was no harm or adverse event for patient, operator or third party reported. No further information received. (B)(6) 2021 update: it was confirmed that during an arthroscopy surgery with three devices ar-7230-01 (lot 23869) the needle broke off the suture inside the patient. According to the description from the customer the needles stuck in the patient and when the sutures were tightened, the suture tore from the needle. Subsequently the needles were removed from the patient. No harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.